Event description:
It was reported that they were unable to stop pump while running as the keypad was not always connecting. The event occurred during testing. No patient involvement reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "unable to stop pump while running as the keypad was not always connecting¿ was confirmed through power up test. The probable cause was unknown. Replaced the printed wiring assembly (pwa) board. Further investigation found liquid crystal display (lcd) lens nicked, battery compartment corrosion, downstream occlusion (dso) sensor damaged, and upstream occlusion (uso) seal delaminated. Replaced lcd lens, battery compartment, dso sensor, and uso seal. Performed dso/uso calibration. Validated repair through dso/uso sensor test. Updated software and unit reset to standard configuration. The device passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.